Event description:
Patient alerted nurse that "this is leaking". Writer came to patient's chair side and noted a small amount of liquid on armrest of chair under IV tubing and liquid had dripped down outside of chair and liquid noted on floor. IV pumps stopped: normal saline and carboplatin. Carboplatin noted to be leaking--dripping from y-site and as IV pumps were stopped--blood began flowing into the primary tubing and the chemotherapy tubing. Normal saline restarted at a fast rate and noted that blood and chemotherapy from IV tubing in leaking y-site area was then squiring out of y-site, as we were in the process of removing chemotherapy. Per the pump 57.1 ml's of chemo had infused/leaked. Chemotherapy tubing wrapped in plastic backed drape and put in chemotherapy safe bag for pharmacy to pick up.